Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, and multiple tunneling attempts have been ruled out. Additionally, not irrigating the incision site with an antibiotic solution before closure has been ruled out. However, the patient went to the dermatologist who injected prp into the wound which made the wound worse. The patient also had a cyst in the area before the implant procedure but was cleared for the surgery. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. The patient attempted to have the wound fixed by going to a dermatologist who injected prp into the wound which made the wound worse. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2025. However, the procedure was rescheduled due to the patient having the flu. Additional information was provided on september 05, 2025. An explant procedure was performed on (B)(6) 2025. No further issues have been reported.

Event description:
The patient reported an infection. The patient attempted to have the wound fixed by going to a dermatologist who injected prp into the wound which made the wound worse. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2025. However, the procedure was rescheduled due to the patient having the flu. Several attempts have been made to collect additional information without success. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, and multiple tunneling attempts have been ruled out. Additionally, not irrigating the incision site with an antibiotic solution before closure has been ruled out. However, the patient went to the dermatologist who injected prp into the wound which made the wound worse. The patient also had a cyst in the area before the implant procedure but was cleared for the surgery. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.